Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels between 350-400 (mg/dl) since (B)(6). Reportedly, customer noticed that their bg levels elevate on the 3rd day of cartridge use with novolog insulin. Customer changes out pump supplies, administers a bolus with the pump, or administers an insulin injection if needed to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.